Event description:
Films were received and their evaluation was completed. Pre-implant films show that the proximal neck is highly angulated. The proximal neck diameter at the right renal was 24 x 30mm, 30 x 33mm at the lower left renal, and the neck length below the left renal was very short. The distal aortic diameter was 24mm with calcification, and the iliacs were very tortuous. Films immediately post-implant were not provided, therefore could not assess if the stent graft had migrated and if there was disease progression, however the stent graft appeared to be just below the lowest left renal. The likely cause of the proximal type I endoleak appears to be due to the highly angulated and short neck.

Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm approximately 20 months ago. A 6.0 cm in diameter fusiform aneurysm was reported with an infra-renal angle of 95 degrees. Proximal aorta was 22-20 mm in diameter and 15 mm in length. Distal aorta was 22 mm in diameter. Right iliac artery was 13-14-16 mm in diameter and the left iliac artery was 13 mm in diameter. The right and left femoral arteries were 8 mm in diameter. The right and left iliac arteries were mildly tortuous, with 5% stenosis in the right iliac and 0% stenosis in the left. The circumferential aortic mural thrombus/calcification at the proximal neck was 20%. It was reported that the patient suffered from cardiac complications (hypertension, systolic up to 210) and was required a prolonged hospitalization post index procedure. The patient recovered after given medication three days later. This event was found to be not related to the study device but to the study procedure. Twenty months later during a CT with contrast, the patient was found to have a proximal type I endoleak. The current aaa size is 52mm in diameter. The endoleak was possibly due to a stent graft migration according to the radiologist. The patient has a planned intervention later in the month. No additional clinical sequelae were reported and the patient is fine. A review of returned films approximately 20 months post-implant show that the ipsilateral limb is placed on the right side. The proximal stent graft is not round (may be compressed by thrombus) and appears to be in the angulated section of the 30mm diameter proximal neck. There is a proximal type I endoleak. The limbs are patent and not kinked. Since films pre-implant or immediately post-implant were not provided, could not assess if the stent graft had migrated and if there was disease progression.

Event description:
Additional information was received. It was reported that the bifurcated stent graft has migrated distally approximately 5mm in the right iliac causing a dislocation of stent grafts . Additionally, stent graft kinking was observed in the left limb. A secondary endovascular procedure was performed resolving the events. The investigator assessed the event as not procedure but device related.

Manufacturer narrative:
Evaluation codes, method other (films) evaluation codes, results: patient's condition affected effectiveness of device (short aortic neck) evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (short aortic neck).

Manufacturer narrative:
(B)(4). Evaluation, method: (film evaluation). Evaluation, results: inherent risk of procedure (cardiac complications), patient's condition affected effectiveness of device (cardiac disease), failure to follow instructions (95 degree neck angle). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (cardiac disease), device failure related to user handling (95 degree neck angle).

Manufacturer narrative:
(B)(4).